Manufacturer narrative:
The manufacturing location and gtin could not be verified as the article did not contain any unique device identifiers. The results of the investigation are inconclusive since no products were returned for analysis. A review of the device history record was not possible since the serial number(s) was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
According to the article "twenty year outcome of aortic valve replacement with st. Jude medical mechanical valves in japanese patients" (doi: 10.1253/circj.cj-15-0793), 816 adult patients underwent aortic valve replacement with sjm mechanical valves in five japanese cardiac centers between january 1991 to december 2001. Of the 816 patients, 801 were qualified to participate in the study. Of the 801 patients, 24 patients expired intraoperatively or within 30 days of surgery due to valve-related deaths which was defined as a structural or non-structural dysfunction, thrombosis, embolism, a bleeding event, endocarditis, reintervention on the operated valve or sudden unexplained death. Of the 24 patients who expired, 16 deaths were cardiac in nature, three were caused by infection, two were due to multi-organ failure and the three remaining deaths were due to single occurrences of other issues. Additionally, 257 patients expired and were classified as "late death" with 69 deaths being valve-related, 28 deaths were due to a cardiac etiology and 18 were due to infection. Multiple late complications were also noted including but not limited to: endocarditis (8), thromboembolism (92), bleeding (163) and reoperation (26) due to indications such as pvl (6), endocarditis (4) and non-structural obstruction (12). No identifying information was provided.